Manufacturer narrative:
Approximate age of device ¿ 1 year and 4 months. Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. The manufacturer is closing the file on this event

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient was admitted for an upper gi bleed. The reported bleed was resolved.

Manufacturer narrative:
Section f9: approximate age of device - 29 days.

Event description:
Correction: patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018.